Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise episodes. No intervention was made. There were no patient consequences reported.